Event description:
It was reported that during a laparoscopic cholecystectomy, clips were loose on the vessel and the duct. Clips would fall off. Some clips were formed as intended. The distal tip touched on some clips (pear-shaped). The case was completed with formed clips. There were no patient consequences reported. No cholangiogram was done ¿ not routine.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.